Manufacturer narrative:
(B)(4).

Event description:
It was reported that t-waves following paced fusion events were observed via a merlin.net transmission. The patient was asymptomatic. Upon review of the episodes, a single non-sustained rv oversensing episode that was caused by oversensed t-waves after fusion events during high rate atrial tracked pacing was noted. Programming changes were recommended. The recommendation will discuss with the physician during the patient's next in-clinic visit. The patient was stable at this time and will continue to be monitored.